Manufacturer narrative:
The device was returned and evaluated. The received device had the cannula assembly fully deployed. The exposed portion of the soft cannula appears to have a hole near the distal tip. Due to the damage sustained by the cannula, cause of the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported the following history: (B)(6). The patient treated the hyperglycemia by administering boluses, changing the pod, and manual injections. The pod was worn between 4 and 24 hours on the arm.